Event description:
It was reported that during an unknown procedure, the device misfired. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/17/2008. Evaluation summary. The analysis results confirmed that one el5ml device was received with the jaws partially closed and jammed. The trigger was manually returned to the open position and the jaws released a pear-shaped clip. The device was cycled and it fed and formed the remaining eleven clips conforming; no firing issues were noted. A corrective action has been initiated to address root cause of the finding. Additionally the instrument locked out as intended but the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.